Event description:
It was reported that the procedure was to treat a 40cm lesion in the distal superficial femoral artery (sfa) with access through an unspecified 7fr sheath. An unspecified workhorse guide wire was used with a non-abbott atherectomy system, along with an emboshield nav 6 embolic protection system (eps). Upon completion of the procedure, the retrieval catheter was used to retrieve the deployed filtration element with resistance noted and mild force applied. The retrieval catheter with the filter element attached separated in two pieces in the mid sfa. The separated piece was retrieved with a snare. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem could not be confirmed due to the condition of the returned product. The reported material separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties resulting in unexpected medical intervention appear to be due to circumstances of the procedure. It is likely that the distal shaft of the retrieval catheter was restricted in the anatomy and during removal, the material separation occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. G4 - PMA/510(k) #: updated.